Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery. After crossing the guide wire, a 2mm x 40mm x 144cm coyote es balloon catheter was advanced for pre-dilatation. However, on the second inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.